Event description:
It was reported that a dissection occurred. The more than 90% stenosed target lesion was located in the non tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with a semi compliant 3.0 x 8mm balloon. Two 3.00 x 16 synergy ii drug eluting stents were deployed at 12 atmospheres with no issues encountered. After the synergy stents were implanted, a dissection was noted distal to the first stent. A non-boston scientific stent was deployed to cover the dissection and complete the procedure. There were no further patient complications.